Manufacturer narrative:
Concomitant medical products: product ID 8784, lot# serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type catheter. Product ID 8780, lot# serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 20-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding at patient receiving intrathecal morphine 5 mg/ml at 0.9568 ml/day at the time of the event and decreased to 0.7643 mls/day after the catheter replacement. It was reported on (B)(6) 2021, the 8784 segment was removed and replaced by an entire new 8780 catheter after the patient presented with symptoms of withdrawal and a small seroma near the anchor site in the spine which reportedly appeared at the same time the symptoms of withdrawal started. The physician was unable to aspirate the catheter to perform a dye study. The customer discarded the explanted pump segment (8784) and they were unable to retrieve it for return. Regarding any environmental/external/patient factors that may have led or contributed to the issue, it was noted none were relayed directly to the rep; however, the hospital staff said patient had reported she had been riding rides at the fair the night before the symptoms began. A dye study was attempted, but aspiration of the catheter was unsuccessful, so the dye study could not be performed. It was determined the catheter should be replaced at that time. Upon accessing the spinal incision site, it was thought there may have been a kink in the catheter on the segment just below the anchor, where a steep bend was visualized and where the seroma had formed. The spinal segment of the 8780 was tied off (remains implanted but not operational) and pump segment, including the 8784, was explanted and an entire 8780 catheter was implanted. Flow as confirmed through another catheter access port (cap) procedure. The patient was kept in the hospital overnight and was doing well. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked and would not be made available.